Manufacturer narrative:
The device was returned for analysis. There were kinks evident along the hypotube. The balloon returned partially inflated with residue present inside the balloon. The distal tip was necked and deformed. The balloon bond was stretched and necked. Kinks were evident along the distal shaft. Negative pressure was applied to the device but the device failed to deflate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a euphora rx balloon to treat a non-calcified and non tortuous proximal cx lesion exhibiting 71-90% stenosis. No damage noted to device packaging. Issues were noted when removing device from tray/hoop. The protective sheath was noted to be very difficult to remove. The device was inspected with no issues and negative prep was performed successfully. The lesion was pre-dilated. No resistance was noted when advancing the device and no excessive force was used. Deflation difficulties were noted with the device, it was slow to deflate at the lesion site. The physician applied negative pressure and waited for the balloon to deflate. No patient injury reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient history includes smoking. The device was not flushed in the hoop or placed in a bowl of saline to activate the hydrophilic coating prior to attempting to remove the protective sheath/stylet. Difficulties were noted when removing the packaging stylette from the device. The device was used in the patient no issues were noted when inflating the device. Deflation difficulties noted after the first inflation. The physician was concerned over the length of time it took for the device to deflate. The balloon did deflate eventually. 50/50 concentration of contrast/saline was used by the physician. The procedure was completed successfully. If information is provided in the future, a supplemental report will be issued.